Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited high pacing impedance values of greater than 2000 ohms. A review of the electrograms of the past events shows no noise or oversensing on either the rv channel or shock channel. All other measurements were noted as being stable, and within normal range. This patient will have a follow-up within the near future to evaluated the rv lead. There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Additional information was received that the physician elected to open the device pocket. Measurements with the pacing system analyzer (psa) showed normal values. The physician noticed it was possible to move the header of the associated pg, so he/she elected to explant and replace the device. There were no adverse patient effects reported.